Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/23/2024, it was reported by a sales representative via phone that an ar-8724v-20 low profile va locking screw went through the plate, and (3) ar-8724v-18 low profile va locking screws would not lock into the plate. This occurred during a distal radius procedure on (B)(6) 2024, where the plate was still used in the case however, a screw was not placed in the area where the ar-8724v-20 went through. The case was completed using screws from a mini frag set. There was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual analysis of the ar-8724v-20, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the ar-8724v-20 screw when inserting into the plate and/or hard bone.